Event description:
It was reported that during a laparoscopic appendectomy, the device delivered an incomplete staple line. The procedure was completed with another device. There was no adverse consequence to the patient.